Manufacturer narrative:
Medwatch number is mw5095122. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, when the laser fiber was inserted into the kidney, it broke about 2.5 inches from the proximal tip inside the patient's kidney. Reportedly, the fiber tip was retrieved successfully with another device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date because no contact information was provided.